Event description:
International affiliate reports the surgeon experienced difficulty positioning instrumentation correctly over the screw head during set screw final tightening. The set screw's inner hex feature became damaged and the screw could not be tightened within or removed from the polyaxial screw to which it was assembled. The surgeon used a drill to remove the polyaxial screw. There was no injury to the patient. However, the procedure was extended by sixty minutes and the customer is concerned about the potential for titanium material to be left at the site as a result of this event. As a delay to the procedure in excess of thirty minutes resulted from the difficulty, a medwatch report is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. Examination of the returned product found the set screw retained (jammed) within the screw head of the concomitant device polyaxial screw. The threads of the setscrew were stripped within the screw head and the items could not be disassembled. This type of event is indicative of cross threading of the setscrew and/or the application of atypical medial/lateral forces during final tightening. The user did report having difficulty when positioning the instrumentation over the screw head during the case. There was no pt injury reported as a result of this problem. The titanium material that the pt was exposed to as a result of drilling out the screw was likely minimized by irrigation and suctioning of the surgical site. The titanium used in the manufacture of the implants is biocompatible. At this time, the complaint is considered to be closed.